Event description:
During a neurovascular procedure the physician was using a socrates 038 catheter in conjunction with a red 72 catheter as well as an aristotle colossus wire. The socrates catheter and colossus wire tracked nicely and got where it was needed, however, when the physician tried to advance the red 72 catheter it would not go. The physician then applied suction using the socrates but the clot was too large. The physician tried to remove the socrates catheter but it got stuck and broke at the distal 1/3 of the catheter. The physician was able to get the catheter piece out by applying suction using the red 72 catheter. The physician also noted a lot of tortuosities in the vessel and a stenosis in the common carotid artery. There was no harm to the patient as a result of the malfunction and the procedure was subsequently completed with other products.

Manufacturer narrative:
A review of the manufacturing lot was conducted and all tests and inspections met the acceptance criteria for lot release. Confirmation with the sales representative in email on 06nov2025 revealed that the proximal portion of the catheter had been discarded.